Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received states that the issue was not reproducible in clinic and there were no adverse events associated with the event.

Manufacturer narrative:
Further information was requested, but not yet available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had symptoms of dizziness and presented via remote transmission. It was noted that the therapy was not delivered for a ventricular fibrillation (vf) episode. It was suspected that electromagnetic interference (emi) was caused on the day of episode due to the patient¿s ziopatch but it was not reproducible. It was difficult to determine if oversensing was due to external electromagnetic interference (emi). Further, competitive atrial pacing during the automatic mode switch (ams) episodes was also noted. Programming changes were suggested.